Event description:
It was reported, the distal segment of the catheter migrated due to suture dislodgement. It was noted, the patient¿s healthcare professional did a blood patch on 2014 (B)(6) and x-rays were done. It was further noted that a catheter revision was planned for 2014 (B)(6). It was noted, the patient had drainage and incisional wound opening at the catheter track. It was noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported that saline was in the pump prior to the revision. It was noted, the patient did not experience any symptoms due to the catheter migration. It was further noted the distal portion of the catheter was explanted and replaced. The reporter stated the patient was fine. Additional information received reported the pump contained saline from the beginning. The reporter stated the pump was being switched over to morphine, but had not been switched yet.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).